Event description:
Heal-laa study: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. The patient was placed on aspirin and continued apixaban. 370 days post index procedure at the one (1) year routine follow up, a transthoracic echocardiogram (tte) revealed a device related thrombus (drt). At the time of the event, the patient was on aspirin. The drt was treated with medication. It was noted the 45 day follow up post index procedure revealed no drt, complete laa seal, no pericardial effusion and no atrial septal shunt.

Manufacturer narrative:
B5: information added. H10: duplicate report number added. H6 patient code updated from thrombosis/thrombus to no clinical signs symptoms or conditions. H6 impact code updated from medication required to no health consequences or impact

Event description:
Heal-laa study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. The patient was placed on aspirin and continued apixaban. 370 days post index procedure at the one (1) year routine follow up, a transthoracic echocardiogram (tte) revealed a device related thrombus (drt). At the time of the event, the patient was on aspirin. The drt was treated with medication. It was noted the 45 day follow up post index procedure revealed no drt, complete laa seal, no pericardial effusion and no atrial septal shunt. It was further corrected that transesophageal echocardiogram (tee) was used to identify the drt. It was further added that the non-mobile, laminar drt was on the atrial facing surface of the closure device. The patient was started on apixaban, in addition to their aspirin, in response to the drt event. This event was further reviewed by boston scientific medical safety and bsc watchman engineers, and was determined to have been reported in error, therefore this event is withdrawn.